Manufacturer narrative:
Internal file number - (B)(4). Correction: device not available for evaluation. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for mitral stenosis. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating functional mitral regurgitation (mr) of grade 4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2018, a transthoracic echocardiogram (tte) was performed and the mr was noted to be unchanged at grade 1+; however, the mean pressure gradient had increased to 9 mmhg. No treatment was performed. No additional information was provided.